Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition and experienced no adverse consequences. Further information was requested but is not yet available.